Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced vaginal bleeding, stress urinary incontinence, mesh erosion, vaginal prolapse, anterior wall prolapse, 4th degree central cystocele, 4th degree anterior enterocele, a 1 degree posterior enterocele and a 1 degree posterior rectocele. A mesh revision, anterior enterocele repair and anterior colporrhaphy were performed.